Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose. The patient treated with manual injections. The blood glucose reading was 258 mg/dl. In troubleshooting, the insulin pump passed drive support cap, rewind, and manual prime tests. The customer also performed an infusion set change. The patient also reported that there are scratches on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.